Event description:
Boston scientific received information that during a device replacement procedure, this chronic transvenous right ventricular (rv) defibrillation lead was undersensing during defibrillation threshold testing. The undersensing occurred at multiple automatic gain control (agc) settings.

Manufacturer narrative:
No adverse patient effects were reported as a result of this observation. The physician elected to cap and abandon the rate/sense portion of this chronic rv lead, and implant a new rv rate/sense lead. After implant of the new lead, tachycardia sensing was normal. This event will be updated if any additional information becomes available.